Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone and mentioned they received 4-5 power error alarms on the insulin pump. Troubleshooting was performed and the insulin pump will return. The customer's blood sugar is 190mg/dl.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, insulin pump was unable to perform the displacement test and occlusion test due to missing retainer and reservoir tube o-ring. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.